Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The product sample consisted of a 3.5 fr urethane umbilical catheter with signs of use. After a visual inspection was performed, a hole was found below the strain relief, at the base of the luer fitting. During functional testing (underwater test), bubbles were detected coming out below the strain relief. Per the instructions for use, exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The customer states that (B)(4) was used to clean the device. After further revision, (B)(4) consists of an antiseptic which is composed of octenidine dihydrochloride 0.1 g and 2-phenoxyethanol 2.0 g, this last component contains alcohol. The most probable root cause can be due to the use of a cleaning agent. It can be concluded that the catheter was more likely damaged during use. A corrective action is not required at this time. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that the uvc leaked just below the molded strain relief on the extension, distance of 3 max 5mm. Octenisept was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. It was secured with suture plus fixed on skin with plaster. The uvc was inserted on (B)(6) 2015 in the umbilicus and was in continuous use. Parenteral nutrition solution 13%, in founded with 50 ml-perfusor syringe max, 5ml/hour was used to flush the line. Octenisept was used to clean the device. The uvc was removed on (B)(6) 2015 and was not replaced. The status of the patient is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.